Manufacturer narrative:
Because examination may not conclusively confirm or disprove the report of infection, quality accepts the physician's observations of such as the reason for surgical intervention. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to infection are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time a review of the DHR for this lot was performed to verify that this lot completed sterilization prior to being released. Because this lot went through the validated sterilization cycle, quality concluded that the device was sterile prior to the device packaging being opened and that the infection originated from sources other than the device.

Event description:
According to the available information, infection.